Event description:
During a routine maintenance visit, ohmeda service rep noted output of vaporizer was not within spec. Investigation/conclusion: the vaporizer was returned to co's vaporizer testing facility in austell, ga. The vaporizer was tested and found to have output low to spec. The vaporizer then disassembled, and a particle of metal contamination was found in the thermostat. Ohmeda concludes the low output from the vaporizer was due to the metal contamination. Ohmeda has reviewed their servicing/calibration procedures and have taken corrective action to help prevent contamination in the vaporizer. This is the third MDR reported within the last 12 months that involves a serviced tec 4 vaporizer wherein metal contamination was found. Approx 13,500 tec 4 vaporizer are serviced annually at co's vaporizer service center in austell, ga.